Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('she has been suffering from pain for 5 years') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced epicondylitis ("epicondylitis in both arms") and tendon rupture ("torn tendons"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), lasting 5 years, experienced genital haemorrhage ("profuse bleeding"), tendonitis ("recurrent hip tendinitis"), motor dysfunction ("loss of hand motor skills"), asthenia ("body weakening"), insomnia ("loss of sleep"), anxiety ("anxiety") and cognitive disorder ("cognitive") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, epicondylitis, tendon rupture, tendonitis, motor dysfunction, asthenia, weight increased, insomnia, anxiety and cognitive disorder outcome was unknown. The reporter provided no causality assessment for anxiety, asthenia, cognitive disorder, epicondylitis, genital haemorrhage, insomnia, motor dysfunction, pelvic pain, tendon rupture, tendonitis and weight increased with essure. The reporter commented: dates are chronologically discrepant. Essure implanted in (B)(6) 2017, she does not remember the exact date anymore, month, day, the most important date was the year 2016 and then in 2017 they were removed, and she also reported she has been suffering from pain for 5 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-mar-2022. The most recent information was received on 11-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('she has been suffering from pain for 5 years') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2018, the patient experienced epicondylitis ("epicondylitis in both arms") and tendon rupture ("torn tendons"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), lasting 5 years, experienced genital haemorrhage ("profuse bleeding"), tendonitis ("recurrent hip tendinitis"), motor dysfunction ("loss of hand motor skills"), asthenia ("body weaknening"), insomnia ("loss of sleep"), anxiety ("anxiety") and cognitive disorder ("cognitive disturbance") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed in 2017. At the time of the report, the pelvic pain, genital haemorrhage, epicondylitis, tendon rupture, tendonitis, motor dysfunction, asthenia, weight increased, insomnia, anxiety and cognitive disorder outcome was unknown. The reporter provided no causality assessment for anxiety, asthenia, cognitive disorder, epicondylitis, genital haemorrhage, insomnia, motor dysfunction, pelvic pain, tendon rupture, tendonitis and weight increased with essure. The reporter commented: dates are chronologically discrepant. Essure implanted in (B)(6) 2017, she does not remember the exact date anymore, month, day, the most important date was the year 2016 and then in 2017 they were removed, and she also reporte she has been suffering from pain for 5 years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 69 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.